Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient was taken to cardiac catheterization laboratory for placement of impella rp flex due to worsening right ventricle failure status post extracorporeal membrane oxygenation (ECMO) cannulation via tandem heart. Decision was made to place the impella rp flex via right ij due to current occupied cannulation in the groin via ECMO. However it was noted that the patient had hemolysis and the decision was made to explant the impella rp flex to avoid further complications per team.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. The pump was not returned for investigation. The data log shows a motor current spike followed by a drop in pump flow and hike in the placement signal. Central venous pressures and optical parameters were not affected after the motor current spike incident. Pump flow and placement signal remained the same after the motor current spike until the end of the case run. The cause of the hemolysis issue was most likely biomaterial ingestion, based on data log review. The root cause of the thrombus was unable to be determined due to insufficient clinical details..